Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were having issues recharging the ins. Pt stated that it had been awhile since the ins was last charged; pt confirmed that the ins hadn't been charged for at least a month. Pt stated that one reason the ins hadn't been charged was that the unit was very cumbersome and a pain to use so much that there had been many times when they sat in pain since dealing with the device was so cumbersome. Pt stated that they were discussing having the ins replaced with a newer, smaller and less cumbersome device with hcp, however they had to have the ins charged first because they couldn't have a MRI without the ins being charged.  Patient services (pss)reviewed possible ins over-discharge with the pt and redirected pt to hcp to further address the issue. Pss also advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. When pss asked for event date, pt couldn't recall.